Event description:
It was reported that the ventilator's circuit board pc1781 was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's inspiratory/expiratory pressure transducer printed circuit board was found as defective. Our field service engineer investigated the ventilator on site and solved the issue by replacing the inspiratory/expiratory pressure transducer printed circuit board (pcb). The unit was delivered to customer in good working condition. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The replaced pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).